Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician intended to use an everflex entrust self-expanding stent during treatment of a plaque cto (chronic total occlusion-100%) in the patient¿s mid right superficial femoral artery (sfa). Slight vessel tortuosity and moderate calcification are reported. Embolic protection was not used. No damage was noted to the product packaging prior to use. No issues were noted when removing the device from the hoop/tray. IFU was followed and the device was prepped without issue. The thumbscrew/lock-pin was checked for securement prior to procedure. Pre-dilation was performed with a nanocross balloon. The device was not passed through a previously deployed stent. No resistance was encountered during advancement. The lock-pin was removed prior to deployment attempt. It is reported the thumbwheel stopped working at the proximal 1/3 of the delivery shaft. The physician pulled back on the delivery sheath to completely deploy the stent. The handle of the entrustdelivery system was not cracked open in order to facilitate deployment. The stent was successfully deployed in the target area. The delivery system was safely removed from the patient without intervention. No patient injury reported.

Manufacturer narrative:
Device evaluation a visual inspection found the red locking pin was removed from the handle assembly. A kink to the catheter shaft was observed approximately 20.5cm from the distal end. Direct alighted applied to the catheter shaft showed the stent was not loaded the deployment system and the pusher was approximately 3.5cm from the distal tip of the catheter shaft. The handle assembly was broken apart. It was discovered the pull cable was fractured approximately 13 cm from were it connected to the silver outer. The connection between the pull cable and the silver outer showed the cable was tearing from the sliver outer, but did not detach/fracture. The fracture of the pull cable showed the fracture face as being frayed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.